Event description:
Patient underwent a CABG for 15 hrs, with warming blankets placed under the back prior to the procedure. Post procedure noted to have 3 large open areas on skin on upper middle back, "skin tears" measuring 4x3", 4x2.5" and 3.5x2". Unable to determine if pressure ulcer or burn, from warm water inlet ports on warming blanket. Tegaderm applied and patient was monitored throughout stay by wound care rn; no further treatment required.